Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with no physical damage noted on the device. Event log history was performed and indicated that "info alarm: downstream occlusion cleared", "system fault 42,224 occurred 0 0 0 4" and "power down" were reported in history. During analysis, the reported problem regarding "error code 422224" was not duplicated at power up but was found in the event log. Service replaced the printed wire assembly (pwa) as a preventive measure. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had an error 42224. There was no reported adverse event.